Event description:
The following event was reported via medwatch report # mw5150606: it was reported that during intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) displayed a fiber optic sensor failure message. Counter-pulsation was still working but no assisted systolic, assisted diastolic, and augmented pressures were obtained. The getinge representative walked them through steps to connect the iab transducer to the pump. An arterial line was then present and they were able to zero. A chest film was suggested to confirm the iab had not migrated. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporter(s): (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4). H3 other text : device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).